Event description:
Ems was called to the scene of a possible cardiac arrest. The patient had been lifting weights in the garage when his wife found him unresponsive, unconscious, and not breathing and called 911. The reporter said the patient had been down for up to 10 minutes before 911 was called. The emt's arrived on the scene bystander CPR was in progress. The emt's took over the scene and provided 2 each 2-minute cycles of CPR then attached the device to the patient. According to the reporter, the device would not recognize the defibrillation electrodes when they were connected to the patient. Another device was called for and used with the same electrodes and the backup delivered 2 shocks to the patient. The patient was pronounced at the scene. The reporter stated the device did not cause or contribute to the patient death, that the patient han an extensive history of heart related problems.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. The reported problem could not be confirmed or reproduced. The defib pads had been discarded by the customer and were not available to physio-control for evaluation. The device was returned to the customer for use.